Event description:
It was reported that during an unknown procedure, the clips were scissored when fired. A second device was pulled and the same thing occurred. It is unknown how the procedure was completed. There was no patient consequence reported at the time of the call.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.